Event description:
Failure to alarm for air-in-line reported. The pump was infusing normal saline at 150ml/h with a volume to be infused of 1000ml via primary delivery. A nurse responded to an alarm indicating the total volume had infused. She observed that the intravenous cintainer was completely empty, and the administration set drip chamber, cassette and distal pt line were filled with air. The pump stopped due to the alert message before the air reached the pt intravenous access site. The pt did not experience any adverse effects. The pump and tubing were switched out. No additional info was available.